Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stapling of the stomach in a robotic laparoscopic sleeve gastrectomy, when the user fired the first staple load, the reload fired but was unable to retract the blade. Doctor then scrubbed in, initially it did not retract and have resistance while retracting the blade and eventually was able to retract the blade and remove. They were unable to remove the reload from the handle. There was no patient injury.